Event description:
It was reported that patient presented for an implant procedure. During procedure it was noted that the set screw failed to disconnect from lead. The procedure was completed using another pacemaker. There were no patient consequences.